Manufacturer narrative:
Based on the additional information obtained regarding the device, kci's assessement remains the same; it cannot be determined that the alleged fungal infection or surgical resection is related to v.a.c. Therapy.

Event description:
On apr 07 2015, the device was tested per quality control (qc) procedure by kci field service, and the unit passed the qc checks and met specifications. On apr 09 2015, the device was placed with the patient. On may 14 2015, the device was tested per quality control (qc) procedure by kci field service, and the unit passed the qc checks and met specifications. On aug 07 2015, the device was tested per quality control (qc) procedure by kci quality engineering, and the unit passed the qc checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.

Event description:
The following information was reported to kci by the patient: the patient alleged developing a yeast infection, and a week later, the wound site "became so infected, I was back in the emergency room. I had to go there for emergency bowel surgery weeks before as the site became so infected they had to remove it." The following information was reported to kci by the nurse: the patient alleged going to the emergency room on (B)(6) 2015 due to observing a foul odor from the wound. On (B)(6) 2015, the nurse visited the patient who was not on v.a.c. Therapy, and the nurse applied an antifungal powder. The nurse reviewed the patient's medical records and confirmed there was no report a surgical procedure was performed for this alleged event. No additional information is available. On (B)(6) 2015, the device was tested per quality control (qc) procedure by kci field service, and the unit passed the qc checks and met specifications. On (B)(6) 2015, the device was placed with the patient. On (B)(6) 2015, the device was tested per quality control (qc) procedure by kci field service, and the unit passed the qc checks and met specifications.

Manufacturer narrative:
It is unknown when the events occured as this information has not been provided. Based on information provided, it cannot be determined that the alleged fungal infection or surgical resection is related to the v.a.c. Therapy. There have been several attempts made to gather additional information, but there has been no response.